Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cysto-nephro videoscope had the sterilization cap not attached during sterilizing process. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6: (component code changed from 424-cap to 841-imager). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation. The improper reprocessing of the scope was caused by customer handling. The cyf-vhr instructions for use states, the method for cleaning and correct reprocessing methods for the prevention of this event. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.